Event description:
Upon initial assessment of patient, noticed wallaby phototherapy blanket automatically turning off and on by itself. Wallaby appeared to be laid on vent side. Replaced original wallaby machine with another wallaby phototherapy blanket. Irradiance light levels read 10. Per protocol, levels are inadequate. Replaced wallaby model with a different model, irradiance levels adequate. No patient harm. Note: possible user error. Unit staff trained on correct use of wallaby devices.device #1is this a laboratory device or laboratory test?no.